Manufacturer narrative:
Visual inspection was performed on both the lateral screw and the interbody spacer. Damage to the edges of the shank thread and thread flattening/shearing of the head threads was observed on the lateral screw. The corresponding interbody spacer screw hole showed damage to the medial edge of the screw hole entry and to the walls of the screw pocket. The damage to the lateral screw hole demonstrates a screw trajectory that is off axis, angled shallowly caudally, and angled laterally. The root cause is a result of off-trajectory screw insertion resulted in the head threads being sheared or flattened by contact with the solid titanium anterior edge of the screw pocket, thus allowing the screw to push through the interbody spacer. Review of the device history records did not identify any manufacturing or processing related irregularities. The implants were found to be properly manufactured and released in accordance with design specifications. Labeling review: "possible adverse effects: possible adverse effects include: initial or delayed loosening, bending, dislocation, and/or breakage of device components."

Event description:
During insertion, the screw thread sheared causing it to push through the spacer. No patient injury reported.